Manufacturer narrative:
The device involved in the event has not been received for further evaluation. In the event that additional information is received, a supplemental report will be submitted.

Event description:
It was reported that hospital staff noticed that the longer part of the microclave had disconnected and blood leaked into the bed. The problem occurred during patient infusion therapy of an unknown medication. The device was reported to have been in use for one hour prior to the event was noticed. The blood loss was reported to be clinically insignificant. There was no harm to the patient reported. No additional information is known at this time.